Event description:
It was reported that post-implantation the patient could not weaned from cardiopulmonary bypass (cpb) and required centrimag right ventricular assist device (rvad) support. The right side of the heart was drained from the femoral vein and an 8 french graft was connected on pulmonary artery. Blood was returned via cannula into the pulmonary artery graft. The chest was closed and left atrial appendage (laa) was ligated.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that post-implantation the patient could not weaned from cardiopulmonary bypass (cpb) and required centrimag right ventricular assist device (rvad) support. The right side of the heart was drained from the femoral vein and an 8 french graft was connected on pulmonary artery. Blood was returned via cannula into the pulmonary artery graft. The chest was closed and left atrial appendage (laa) was ligated.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: the patient's hemodynamics were maintaining. They were stable after being weaned from centrimag support on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists right heart failure as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This IFU also discusses the potential development of right heart failure following implant, outlines the associated treatment options, including right ventricular assist device (rvad) placement, and states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.